Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump failed self test. Insulin pump had failed battery test alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad connector and assemblies. Unable to perform displacement test or selftest due to unresponsive keypad. Device received with corroded battery tube.